Event description:
The covidien customer support engineer (cse) reported that the 840 ventilator was inoperable. There was no pt involvement. The (cse) verified the malfunction and replaced the power supply. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number: (B)(4).